Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ovarian cyst, cholecystectomy, anemia and pelvic adhesions. Previously administered products included for an unreported indication: midol, mirena, naproxen and aleve. Concomitant products included azithromycin, docusate, hydromorphone, ibuprofen, oxycodone hydrochloride; paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced night sweats ("hormonal changes describe: low sexual drive, night sweats") and libido decreased ("hormonal changes describe: low sexual drive, night sweats"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), acne ("rashes or skin conditions type: acne"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and pain in extremity ("bilateral lower extremities") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and pain in extremity was resolving and the night sweats, libido decreased, menorrhagia, vaginal haemorrhage, female sexual dysfunction, acne, urinary tract disorder, bladder disorder, headache, migraine, anaemia, nausea, tooth disorder, dyspareunia, vaginal discharge, fatigue, weight increased and uterine leiomyoma outcome was unknown. The reporter considered acne, anaemia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, libido decreased, menorrhagia, migraine, nausea, night sweats, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Adequate placement of the micro insert was confirmed with </= 7 calls visualized in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion (as per pfs) impression: satisfactory placement of the essure micro-inserts bilaterally with satisfactory occlusion bilaterally. (As per mr). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, fibroids, vaginal bleeding, anemia, apareunia, bladder disorder, urinary tract disorder, dysmenorrhea, dental problems, pelvic pain, vaginal discharge, fatigue, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs & mr received: previously reported event "injury nos" was replace with event "pain/pelvic pain ", events- "night sweats, low sexual drive, menorrhagia, vaginal bleeding, apareunia, acne, urinary problem, bladder problem, nausea, dental problems, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight gain, pain in extremity, fibroids". Date of removal,patients date of birth, demographics, race,events onset date and lab data,medical history. Concomitant condition and drugs were added. Outcome of events menstrual pain, pelvic pain, pain in extremity was updated to "recovering/resolving". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.